Manufacturer narrative:
The returned icp monitoring kit pso-vt has been received and analyzed by our quality control laboratory. Once connected to a pressio monitor, the e002 error was confirmed. This error means that there is a defect in the memory of the catheter. Some white deposit have been observed on the pins of the connector. These deposits are typical of liquid projections that induced electrical short circuit explaining the e002 error. In conclusion, the analysis carried out on the catheter showed that some liquid went into the dongle shell and created a short-circuit. This short-circuit is probably due to a misuse of the medical staff. As explained in the instructions for use, the catheter must be handle with care especially during zeroing process and nursing to avoid any liquid projection.

Event description:
Problem with the icp monitoring kit : the catheter showed e002 error.